Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation no images during the case was confirmed. The evaluation uncovered a e224 (scope communication error), all function and buttons froze due to shortage with the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the 4k camera head was not capturing images. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: b5. This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined an image was not displayed because image could not be transmitted due to short-circuited cable. The e224 error occurred because communication between the camera head and the video processor became unavailable due to short-circuited cable. Olympus will continue to monitor the field performance of this device.

Event description:
The camera was set up in the case and no image was coming up on the screen for endoscopic septoplasty. There was no delay reported. The patient was under general anesthesia at the time of the delay. The procedure was completed using a similar device.